Event description:
The customer obtained negatively biased vitros tropl es results on an external quality control fluid processed on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no unexpected pt results. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer had observed lower than expected quality control results for both vitros tsh and vitros tropl es assays. Ocd field service investigated and made necessary repairs to multiple analyzer subsystems returning the vitros eciq to expected operation. The root cause of the lower than expected quality control results is instrument related.